Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/colorspectrum w/moist) issue. An animas representative stated that a demo pump was loaned out by a healthcare provider¿s office for a young patient to use, and that the display screen on the demo pump was discolored and faded. The pump was reportedly exposed to moisture when the child wet the bed, and there was reportedly moisture in the battery compartment. It is unknown at this time if the dim/discolored display occurred prior to or after the moisture exposure. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.